Manufacturer narrative:
The device has been received, but add'l time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer reported that their acuity central station system-floor4e3 could not boot because it had an error, stating it could not find the hard drive. This resulted in a temporary inability to centrally monitor pts. There was no report of any pt harm as a result of the reported events.